Manufacturer narrative:
This report is submitted on january 27, 2023.

Event description:
Per the clinic, the patient was administered with steroid in (B)(6) 2022 (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.